Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and observed "system failure" in the fault logs on (B)(6) 2020. During testing, the stm observed no pneumatic drive operation, isolated the issue to defective k8 on the drive manifold. To resolve the issue, the stm replaced the defective drive assembly and calibrated the drive transducer. The unit passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use. (B)(6).

Event description:
Initially the customer reported that the screen of the cs300 intra-aortic balloon pump (iabp) was blank with no other information given. Subsequently, the customer clarified that the failure observed was "system failure" . It is unknown under which circumstances this occurred; however, no patient injury or harm was reported.